Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted both the initial run and retest looked clean with normal control rlus; the positive samples in both runs had rlus in the 1000s. Ts informed customer that the sample in question was likely low-target or caused by sample mishandling. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 288141 on panther plus instrument sn (B)(4) which had a discrepant sample. The sample initially resulted as positive with an rlu of 642 and repeated as negative with an rlu of 254. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.